Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the device was performed and revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 9.0mm proximal to the proximal end of the distal marker band. An examination of the balloon material and the markerbands was performed. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was slightly kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated in the lad artery and it ruptured. The procedure was complete with a different device. No patient complications were reported.